Manufacturer narrative:
Product event summary: analysis was able to confirm the system error. It is noted the programmer passes all console tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 rf (radio frequency) head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a serious programmer problem error occurred when interrogating a vitatron device. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.